Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right ventricular (rv) exhibited high thresholds and the patient was experiencing diaphragmatic stimulation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.